Event description:
It was reported that an arteriotomy closure of a moderately calcified and tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after an embolization in the liver interventional procedure. Reportedly, the shaft was found to be kinked after insertion of the proglide into the anatomy. Resistance was felt while introducing the proglide device into the anatomy. It was reported that the patient "put pressure on his stomach, by flexing his muscles" and may have caused the resistance. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that moderate calcification was visible in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to insert and bend in the sheath 3 mm distal to the suture bearing was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for difficulty to insert or bend reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.